Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received failed battery alarm. The customer¿s blood glucose level was unknown at time of incident. The customer reported that the insulin pump had low battery inserted a new battery and also alarmed battery failed. The troubleshooting was performed and was advised if alarm was not cleared the failed battery test alarm will recur with each new battery inserted. The customer was advised to monitor the pump and call back if issue recurs. The insulin pump will not be returned for analysis.